Event description:
There is 2 fluctuations in atrial lead threshold trend as well as bipolar s a history of atrial lead low impedance alerts and the alert tone has been disabled -there is appropriate sensing of p waves and threshold is in range today> 35. 7% atrial paced (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).